Manufacturer narrative:
(B)(4) no longer applies; patient code (B)(4) no longer applies.

Event description:
Additional information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine 25 mg/ml at a dose of "5.6" and compounded baclofen 22.46 mcg/day at 100 mcg/day. The patient had no known drug allergies. Other medications the patient was taking at the time of the event included oral baclofen, oxycodone 15 mg by mouth once daily, and 20 mg three times daily. The patient's medical history included degeneration of lumbar disc, degenerative joint disease of shoulder, and muscle pain. The patient first started experiencing problems with the pump on (B)(6) 2016. It was clarified that there was no problem found with the pump. The patient experienced flu-like symptoms. No actions/interventions were taken. This resolved by itself.

Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. The cause of the patient's flu like symptoms was not determined they; had resolved on their own. It was noted that the pump was checked and there were no alarms and the reservoir alarm was within normal limits.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's history includes being pulled over and given a dwi (driving while intoxicated) several years ago. The patient was having problems with the pump.

Manufacturer narrative:
There is no product problem or adverse event related to the pump. (B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(4) 2017. It was reported that the patient reported to the pcp (primary care provider) that he was having flu-like symptoms. The pcp suggested that the patient have the pump checked to rule-out withdrawal. No problem was identified with the pump when he was seen on (B)(6) 2016. It was indicated that the flu-like symptoms was all the chart notes indicated. The programming/logs and residual volume were viewed as troubleshooting performed and no logs showed to be consistent with any motor stalls, etc. And that the residual volume was consistent with expected amount. It was indicated that no action was needed and that the pump was refilled as usual. The cause of the reported problems with the pump was determined to be not pump-related. Further information was received from (B)(6) on (B)(4) 2017. It was reported that on (B)(6) 2016 the patient was seen for a pump refill. On that day, the pump was refilled and per a titration plan dosing was increased to compounded baclofen [200 mcg/ml] at a dose of 44.91 mcg/day and the morphine dose remained at [25 mg/ml] at a dose of 5.614 mg/day. With this visit, the patient had low back pain, bilateral lower extremity pain, and bilateral elbow pain. The pain was rated 9/10 on average and 9/10 with activity. On that day the patient reported having the pain for 30 years due to an accident. The pain was continually present and described as throbbing, shooting, stabbing, sharp, cramping, gnawing, not-burning, tender, tiring-exhausting, sickening and cruel-punishing. This pain was exacerbated by bending/twisting, sitting, walking, exercise, standing, weather changes, cold, and sneezing. His pain was alleviated by rest, medications, and changing positions. The pain was associated with fatigue, chills, headache, neck pain, shortness of breath, chest pain/discomfort, change in appetite, nausea, constipation, vomiting, urinary incontinence, calf pain with walking, leg cramping, muscle or joint pain, back pain, weakness, numbness, anxiety, and depression. At this time, the patient was having flu-like symptoms and his primary care provider suggested that his pump be checked for proper functioning. With this visit, he received the assessments of degeneration of lumbar intervertebral disc, degenerative joint disease of shoulder region, muscle pain, sciatica and the presence of an intrathecal pump. As of (B)(6) 2017, the use of baclofen was ongoing. The patient¿s pump had been checked and no defect or programming errors were found. No motor stalls had been detected. The residual volume was appropriate so the problem was not attributed to the pump or the patient¿s spinal fusion. The symptoms had resolved and the events were attributed to a viral syndrome. The patient¿s medical history included implantation of the infusion system on (B)(6) 2012, non-malignant pain (patient reports having pain to low back, lower extremities bilaterally, and elbows for 30 years due to an accident), failed back surgery syndrome, degeneration of lumbar disc, degenerating joint disease (shoulder), muscle pain, anxiety, a back problem, bowel/bladder issues, depression, hemorrhoids, hepatitis, a liver disorder (unspecified), neck problems, obesity, tremor, heroin use for 4 years in the 90s, and urinary incontinence. The patient had started treatment with baclofen on (B)(6) 2014. On (B)(6) 2016, the patient experienced degeneration of lumbar intervertebral disc, degenerative joint disease of the shoulder region, muscle pain, and sciatica. Concomitant products included oxycodone 15 mg 1x/day and baclofen orally at 20 mg 3x/day. On an unspecified date, the patient started treatment with baclofen 100 mcg/ml at 22.46 mcg/day and morphine 25 mg/ml at ¿5.6¿ (unspecified), per continuous infusion intrathecally via an implantable pump, for non-malignant pain and failed back surgery syndrome. The compounded baclofen [100 mcg/ml] at a dose of 22.46 mcg/day indicated for non-malignant pain (pain) and failed back surgery syndrome (post laminectomy syndrome) had a therapy duration of (B)(6) 2014 to (B)(6) 2016 which was two years, two months, and thirteen days. The compounded baclofen [200 mcg/ml] at a dose of 44.91 mcg/day for the same indications for use began on (B)(6) 2016 and was listed as ongoing. The morphing [25 mg/ml] at a dose of 5.614 mg/day had an unknown indication for use and was listed as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.